Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient later reported their hcp provided them a programmer to check if the device is on or off.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that it seemed like it was taking a long time to recharge their ins on (B)(6) 2017. The patient reported checking their ins with the patient programmer, which said the ins was off. The patient reported successfully turning the ins back on. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient had visited the office on (B)(6), which is when they noticed the ins had been off since (B)(6). The ins was turned back on and they reviewed using the programmer. The cause of the ins being unexpectedly off was not known.